Manufacturer narrative:
The device was returned due to the patient's death. The device image was saved successfully. The results of the electrical and stress/environmental tests were performed to indicate that the pacer is exhibiting normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary arrest and congestive heart failure.